Manufacturer narrative:
This event occurred in (B)(6).

Event description:
A roche application specialist installed the (B)(6)-duo application onto a cobas 8000 analyzer. On the cobas 8000 data manager software, the specialist marked the "send raw data/ data points to host" checkbox in the (B)(6)-duo application configuration. This option changed the way that results were sent to the cobas infinity core software. Data points of one sample measurement are each identified as repeat results from the same sample even though these data points are actually only components of one complete measurement. For example, one patient sample was measured, resulting with a final value of (B)(6) (no units provided). Components of the (B)(6) measurement included individual data points of (B)(6). Each of these component measurements were considered by the cobas infinity core software to be previous final measurement values of the sample. Each of these individual data points were accompanied by the same host code, but these data points were also accompanied by other identification coding which was not recognized by the cobas infinity core software driver. The "send raw data / data points to host" check box in the cobas 8000 data manager software was then unchecked in order to avoid the issue. No patients were affected. No adverse events were alleged to have occurred. All affected results were not released to the customer's laboratory information system. The (B)(6)-duo application is not released for distribution in the united states, but other applications using the same type of result communication are released for distribution in the united states.

Manufacturer narrative:
The investigation could reproduce the issue, and a software labeling issue was identified.